Manufacturer narrative:
Initial.

Event description:
It was reported that the user changed pump supplies early after noticing the smell of insulin and wetness on the pump and supplies, with a few drops on clothing, and the event was attributed to a connector leak; no alerts or alarms occurred, and troubleshooting and education were completed. Symptoms included no reported blood glucose impact. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed a suspected leak at the connector consistent with a device connection issue, though the exact leak point could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connection or handling-related leak at the infusion connector.